Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported device expiration issue appears to be related to the use error.

Event description:
It was reported that the procedure was to treat a perforation in a saphenous vein graft (svg) to the right coronary artery. A 4x19mm graftmaster rx stent delivery system was advanced toward the target perforation. The stent system was inflated, the stent was implanted and slight extravasation was noted after deployment of the graftmaster. Reportedly the extravasation was not flowing into the pericardium and the perforation sealed on its own; thus, no additional medical intervention was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.